Manufacturer narrative:
An analysis of production records was initiated to determine the cause of the malfunction. According to the final production records this unit was running normally and as designed.

Event description:
It was reported that the patient experienced atrial fibrillation (afib) during a five-hour power outage. As a result, the patient was admitted to the hospital. Later the patient was admitted to hospice.